Event description:
In 2009, the patient reported he received an e10 (cartridge error) on his insulin infusion device and has been working to clear it for an hour or so. He said as a result of not having his insulin for that time, he has an elevated blood glucose reading of over 300 mg/dl. He stated he changed his insulin cartridge and infusion set tubing this afternoon. He was assisted in successfully completing the change, the cartridge procedure and priming his infusion set. He inserted a new headset, connected to it, and put his device in run without error. The patient successfully bolused 20 units of insulin to treat his elevated reading. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.